Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. No additional service information was provided.

Event description:
The customer reported that the camera was not functioning properly. No pt injury was reported.